Event description:
It was observed that during the device evaluation, the colono videoscope exhibited foreign material in the air/water cylinder, air/water tube and switch 2. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The likely cause of the failure(s) are not established as the investigation did not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.